Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing and electromagnetic interference on tachycardia episodes. It was further reported the icm patient experienced pain at the implant site. The icm remains in use. No further patient complications have been reported as a result of this event.